Event description:
According to the reporter, during the continuous suturing of the myometrium in laparoscopic uterine fibroids, both the need and thread were broken. During the process of clamping the tail and the doctor did the stapling, it reflect the same before the surgery. The device was just removed from the packaging. No harm was caused to the patient.